Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus on it own without the patient's action. This issue occurred on three different days. On (B)(6) 2023 at 9:00 am the pdm gave an uncommanded bolus of (B)(4) units, on (B)(6) 2023 it gave a bolus of (B)(4) units and on (B)(6) 2023 it gave a bolus of (B)(4) units.